Event description:
Packaging of powder in outer foil paper is confusing and not specific, regarding proper dispensing onto field-outer package (foil) should be marked in red non-sterile-open peel pack, to dispense to sterile field. A complete tear down of the sterile field was necessary as a non-orthopaedic nurse unfamiliar to the packaging opened the outer foil paper of the powder and placed the powder and peel pouch onto the sterile field.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.